Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2012: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 2 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, fibrosis, pain, mesh deformation and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, pain and inflammation as possible complications. Note, the manufacturing date (15-oct-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2012: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the fascial defect was noted. The edges were gently dissected free of the adhesions. Then a ventralex hernia patch was then placed in the usual fashion with the toggles anchored laterally using sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the removal of ventralex mesh and implant of synthetic mesh. Per operative notes, ¿a portion of the mesh as noted to be folded upon itself and this was excised. The omentum was gently taken down. A synthetic mesh was placed over the defect using sutures¿ attorney alleges that the patient had adhesions, pain and hernia recurrence. It was also alleged that the patient had mesh was found to have folded in on itself.